Event description:
Complainant alleged that the device display blanks out when attempting to discharge at 360 joules. Complainant did not indicate that there was any pt involvement in the reported malfunction.